Event description:
Caller alleged imprecise test results from inratio. Reported data were precision testing: 03/30/2006 inr = 3.6 righthand, inr = 3.4 left hand accuracy testing: 03/30/2006 coagucheck + 2.8 right hand inratio = 3.4 right hand coagucheck = 3.0 left hand inratio = left hand